Manufacturer narrative:
Additional information provided on 12/16/2016 states that the an autopsy is in progress but has not yet concluded. The official cause of death was sepsis and at that the time a family discussion took place and the pump and pacemaker were stopped. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device was explanted.

Event description:
It was reported by the vad coordinator that the patient presented to the hospital with increase in flows to greater than 10 l/min and power from 4 to 6.5 watts. The patient also reported hematuria, breathlessness, and sweating. Echocardiogram showed aortic valve opening with every beat. Blood cultures were taken and showed staphylococcus epidermidis.  Preliminary log file analysis revealed an increase in power consumption starting on (B)(6) 2016. The patient was placed on antiplatelet drug, tirofiban, however, watts continued to rise. The patient's anticoagulation was reported to be controlled. The site administered intraventricular tissue plasminogen activator (tpa) on (B)(6) 2016. Power and flow decreased to 5.3 watts and 6.4 l/min, respectively, following tpa administration. A slight increase in power and speed was then observed overnight. Log file analysis performed on (B)(6) 2016 showed an increasing trend in power consumption starting (B)(6) 2016 although current device parameters were within normal operation.  The last report received on (B)(6) 2016 indicated that the patient was placed on veno-arterial (va) extracorporeal membrane oxygenation (ECMO) via femoral cannulation due to sepsis with renal failure.  The in-situ lvad was turned off to clot. The site hoped that the patient would be placed on the super urgent transplant list but kidneys did not recover sufficiently for the criteria. Thus, the patient received a hvad pump exchange as last resort on the (B)(6) 2016. The patient expired on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The hvad pumps ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files for pump, (B)(4), which revealed fifty-six (56) high watt alarms have been logged since (B)(6) 2016. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of approximately 7.8w on (B)(6) 2016 outside of normal power consumption. Analysis of pump, (B)(4), revealed that the device met specifications; the pump passed visual inspection, dimensional verification, and functional testing. Analysis of pump, hw25101, revealed that the device passed functional examination and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within pump, (B)(4). Independent pathology report for pump, (B)(4), was unremarkable. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event experienced by pump, (B)(4), can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Hva pump - (B)(4) - expiration date: (B)(6) 2018 // device manufacture date: (B)(6) 2016 - received: (B)(6) 2017. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.